Manufacturer narrative:
This charger model was associated with a field correction. Corrective and preventive action (CAPA) investigation was performed. Eval results: pocket heating was confirmed. The investigation for CAPA (B)(4) associated with heating while charging (pocket heating) concluded that the charger was capable of transferring energy to the ipg at a rate that would cause heating of the ipg and/or charging wand of sufficient elevated temperature to cause pain and burns. The heating while charging was determined to be exacerbated by off-axis charging of shallow implanted ipgs and that all chargers were capable of elevated heating. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-1623. It was reported the pt was experiencing a heating sensation at her ipg site while charging. A new le charger was sent to the pt to address the issue. Follow up info identified the pt has not experienced any heating with the new le charger. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.